Event description:
Pt had knee replacement surgery on (B)(6) 2009, and complained of severe pain, swelling, and several infections. On (B)(6) 2010, pt had a revision done and was implanted with a knee from a different MFR.